Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing overnight low blood glucose (bg) levels in the 40's (mg/dl). Reportedly, the customer's bg level was due to alcohol consumption. Additionally, the customer requested to decrease the basal rate setting because of the low bg levels. The bg level was addressed with glucose tabs. At the time of report the customer's bg level was 164 mg/dl.